Event description:
It was reported that the patients stimulation was no longer adequate. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility